Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis with evidence of fluid ingression at the downstream occlusion sensor area. It appears that two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. A delivery accuracy test was performed. The customer's concern regarding failed accuracy -6.9% was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer may need to verify their accuracy testing accessories for discrepancy prior to performing their accuracy test.

Event description:
Information was received indicating that during routine testing, a smiths medical cadd legacy pump failed accuracy (-6.9%). No patient was involved in this event. No adverse effects were reported.